Manufacturer narrative:
Argus case (B)(4).

Event description:
Would this cause candida? It is a yeast infection in the esophagus of the stomach [gastrointestinal candidiasis]. Would this cause candida? It is a yeast infection in the esophagus of the stomach [gastrointestinal fungal infection]. Case description: this case was reported by a consumer via call center representative and described the occurrence of candidiasis in a (B)(6) year-old female patient who received glycerin (biotene mouth spray (unknown)) oromucosal spray (batch number u9g151, expiry date 31st may 2021) for dry mouth. Co-suspect products included glycerin (biotene oral balance gel) gel (batch number w5o111, expiry date 31st march 2018) for dry mouth. On an unknown date, the patient started biotene mouth spray (unknown) at an unknown dose and frequency and biotene oral balance gel. On an unknown date, an unknown time after starting biotene mouth spray (unknown) and biotene oral balance gel, the patient experienced candidiasis. The action taken with biotene mouth spray (unknown) was unknown. The action taken with biotene oral balance gel was unknown. On an unknown date, the outcome of the candidiasis was recovering/resolving. It was unknown if the reporter considered the candidiasis to be related to biotene mouth spray (unknown) and biotene oral balance gel. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received on 08 april 2020 via call center representative. Consumer reported that, "I use biotene gel and spray. Would this cause candida? It is a yeast infection in the esophagus of the stomach. I don't remember when I first used them. As of today, I am still recovering. I am taking medication. I am on nystatin medication, it is a gargle and swallow. If this would cause this condition. This report is being resubmitted to capture corrections for the initial information received on 08 april 2020 and is as follows: event "candidiasis" updated to "gastrointestinal candidiasis." One more event added as gastrointestinal fungal infection. Co-suspect product nystatin added in the case. For biotene oral balance gel device type updated to oral gel. It was unknown if the reporter considered the gastrointestinal candidiasis and gastrointestinal fungal infection to be related to biotene mouth spray (unknown), biotene oral balance gel and nystatin.